Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited ventricular undersensing. Upon visual inspection, lead damage was observed at the proximal end. The lead was explanted and returned to guidant for analysis. A new guidant transvenous defibrillation lead was successfully implanted.